Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with lumbar intervertebral disc herniation; and underwent microendoscopic discectomy. Intra-op, when performing a tandem operation, the alleged product suddenly stopped showing anything on the screen. As there were only 2 scopes, procedure was stopped at one level and the other scope was used sequentially. Hence, the overall operation time was longer than that was planned. There was a delay of less than 60 minutes as a result of this event. There were no patient complications as a result of this event. Upon examination, the shaft was alleged to be bent; and the tip of the shaft was damaged. Also, the lens at the tip was found to be out of alignment.